Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 05-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving fentanyl with concentration 50 mcg/ml at a dose rate of 16 mcg/day and bupivacaine of an unspecified concentration at a dose rate of 6.390 mg/day via an implantable pump for non-malignant pain. It was reported that a catheter revision was performed due to a lack of efficacy at the initial implanted level. The catheter had not moved or migrated. It was further reported that the patient was experiencing numbness in their buttock, but wanted it to be higher in thoracic spine. The physician simply implanted a new catheter with the tip of the segment higher in the thoracic spine at t7, as opposed to the old catheter level at t10. The complete catheter was explanted and replaced. The hcp was notified that the product should be returned to the manufacture; however, was discarded by the hcp. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was noted as having been requested but would not be made available. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.